Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka), and an elevated blood glucose (bg) level of 700 mg/dl, leading to a heart attack; cause unknown. The customer attempted to resolve the issue by administering a bolus via the pump. Additionally, the customer went to the emergency room (ER) and then was admitted to the hospital where an insulin drip, cardiac cast, and hepperin drip were administered to address the high bg and heart attack. Reportedly, the customer believed that the pump and related supplies were functioning as intended. The customer was released from the hospital on (B)(6) 2019 with some damage to their heart, however the customer's health care provider was not specific that any permanent damage was present.